Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/13/2017 with the following findings: during investigation, the battery compartment and cap were undamaged and were able to fit securely. The battery cap contacts were within specifications. The pump powered up with auditory and vibratory alarms to a blank display. The pump was unable to be adequately investigated for the intermittent power complaint due to the blank display. The pump's cover was removed to find a cracked eeprom component. The blank display was caused by an eeprom failure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.